Event description:
It was also reported on (B)(6) 2024, the pump experienced positioning issues during which the device was oriented towards the mitral valve and interacting with the mitral apparatus. Repositioning attempts failed resulting in reports of ectopy/arrhythmia. Support continued with the compromised positioning and the patient experienced intermittent runs of nonsustained ventricular tachycardia. The patient has not yet been weaned or explanted.

Manufacturer narrative:
Additional information added to b5 and h6. The impella device is still in use, and thus an evaluation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Event description:
The complainant reported a 52-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient had a hematoma at the access site. Heparin was withheld, a drain was used and compression was held. Support continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added. B2 outcome life threatening was erroneously selected on the initial manufacturer device report number 1220648-2024-23425-1. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-23425 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-23425. G6 type of report; 30 day was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23425-1.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were not returned as well. Without the pump and data logs, the failure cannot be further investigated. Therefore, the root cause of the optical signal issue was not determined since product and data logs were not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issues. H6 updated to include optical signal coding. Corrections that were made from the initial. Manufacturer device report number 1220648-2024-23425. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that the pump was experiencing placement signal issues. The pump's placement signal was low. Position was confirmed and lows were confirmed to be adequate. Support continued and staff monitored.